Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information from an implant form that this chronic right ventricular (rv) defibrillation lead was explanted due to loss of capture. Visual inspection by the physician did not identify any anomalies. A replacement active fixation rv defibrillation lead was successfully implanted.

Event description:
Upon receipt, visual inspection of the complete lead identified set screw marks on the terminal connectors. The clear medical adhesive was torn/separated from the (B)(4) at proximal end of the spring electrode and the proximal spring was stretched at this point. The lead was put through and passed electrical continuity and insulation integrity testing. The clinical observation of loss of capture was not confirmed through laboratory testing. Resistance testing showed that the conductive paths were electrically continuous.